Event description:
Healthcare professional reported "rupture", "snowstorm" and "signs of focal intra- and extracapsular rupture", "nodule" and "axillary lymph nodes", "discoloration" and "fibrous/scarring changes", "punctate calcifications" and "inflammatory folds". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Zip code: 05300 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.